Manufacturer narrative:
3 photos were received with the customer's complaint of separation. The photos verified the issue of separation below bottom y site above male luer end of set but without further information like a physical sample for testing, the root cause of this issue remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Photos.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the bd alaris pump infusion set was broken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.